Event description:
Customer's family member reported blood glucose readings of 91 and then 72, 75, and 104 mg/dl within a 15 minute period. Customer exhibited behavior that was erratic and confused. Paramedics were called and received a reading of 50 mg/dl with another brand meter. Testing was conducted on fingertips. Customer was treated with food and potassium.